Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue x3 linked to customer's central station does not appear in default profile. All alarms are off that should be on. It is unknown if the device was in use on a patient at the time of the reported issue.

Manufacturer narrative:
This supplemental report is being submitted with reference to manufacturer's report #9610816-2022-00235 to update conclusion code grid.

Event description:
It was reported that the intellivue x3 linked to customer's central station does not appear in default profile. All alarms are off that should be on.it is unknown if the device was in use on a patient at the time of the reported issue.

Event description:
It was reported that the intellivue x3 linked to customer's central station does not appear in default profile. All alarms are off that should be on.it is unknown if the device was in use on a patient at the time of the reported issue.